Manufacturer narrative:
Two locking, two non-locking casters and cast material base were replaced. The unit was returned back to service.

Event description:
The hospital reported that, the wheels became detached from the cart. The cart didn't tip or fall. There was no reported patient injury.